Event description:
It was reported that at the user facility the blade mount lever of the device disassembled. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the blade mount lever was duplicated by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material fatigue issue or impact.

Event description:
It was reported that at the user facility the blade mount lever of the device disassembled. The user facility was not able to provide any further information regarding the reported event.